Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "outcomes of transcatheter closure for coronary artery fistulas with or without aneurysm, a comparative study". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "outcomes of transcatheter closure for coronary artery fistulas with or without aneurysm: a comparative study", was reviewed.the article presented a retrospective, single center study to further clarify whether the presence of an aneurysm increases the risk associated with transcatheter closure of coronary artery fistulas (cafs) by comparing the outcomes of transcatheter closure in cafs with and without aneurysm. Devices included in the study were amplatzer duct occluder ii, unknown coils, unknown patent ductus arteriosus occluders, and unknown ventrical septal defect occluders. The article concluded that a larger fistula diameters and the presence of coronary-cameral fistulas are independent risk factors for the occurrence of aneurysms in patients with cafs. The outcomes of transcatheter closure are comparable for cafs patients with and without aneurysm, though post-closure thrombosis within the fistula appears to be more common in patients with aneurysm. [The primary and corresponding author was xiangbin pan, department of structural heart disease, national center for cardiovascular disease, china & fuwai hospital, chinese academy of medical sciences & peking union medical college, no.167 north lishi rd, xicheng district, beijing 100037, china, with corresponding email: panxiangbin@fuwaihospital.org]the time frame of the study was from january 2010 to december 2023. A total of 104 patients were included in the study, of which 11 (10.58%) received an abbott device. The average age was 44.82 years and the majority gender was female. Comorbidities included coronary artery disease, hypertension, hyperlipidemia, diabetes, chronic obstructive pulmonary disease, prior percutaneous coronary intervention, prior patent ductus arteriosus closure, heart murmur, chest pain, palpitation, dyspnea on exertion, and infective endocarditis.

Manufacturer narrative:
Summarized patient outcomes/complications of outcomes of transcatheter closure for coronary artery fistulas with or without aneurysm were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, hypertension, hyperlipidemia, diabetes, chronic obstructive pulmonary disease, prior percutaneous coronary intervention, prior patent ductus arteriosus closure, heart murmur, chest pain, palpitation, dyspnea on exertion, and infective endocarditis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title: outcomes of transcatheter closure for coronary artery fistulas with or without aneurysm: a comparative study.